Manufacturer narrative:
Additional information was received. Section h6 (device code) was corrected. The coronary obstruction was considered to be a result of the valve being implanted higher than intended and a calcified native leaflet obstructed the coronary. The rca could not be accessed and the patient passed away a few hours after implant. The physicians felt the occlusion was most likely caused by the calcified leaflets covering the coronary ostium. The patient died because the heart could not adequately function after the coronary was blocked. The patients native annulus measured 553mm2, there was severe sinus of valsalva calcification, bulky calcification, mils annulus calcification, lca 16mm, rca 12mm, mild cad, and ef 25%. The patient was in heart failure with poor degree of lv function.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on preprocedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. The following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during predilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the coronary obstruction was unknown, but calcified leaflets covering the coronary ostium was considered to be the likely cause. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), after successful implant of a 29mm sapien xt valve in an 85:15 aortic/ventricular position using transfemoral approach, the patient went into cardiac arrest and required cardiopulmonary resuscitation. A right coronary occlusion was found. The right coronary artery access was attempted for ptca and possible stent without success. The patient left the lab on intravenous inotropic management. However, the patient expired because the heart could not adequately function after the coronary was blocked. The exact cause of the coronary obstruction was unknown, but calcified leaflets covering the coronary ostium was considered to be the likely cause.